Manufacturer narrative:
This report was prepared by rep. We are awaiting the return of the complaint device from the us to another country, begin the investigation.

Event description:
The gas inlet adaptor and the back of the casing is cracked.